Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to the customer's blood glucose level. At the time of this report, further attempts are being completed to obtain additional information.